Event description:
Per the patient's mother, the cadd legacy pump serial number (B)(4) they received recently is not functioning properly. When there is a 8-10ml of remodulin left in the cassette, the pump beeps. When she turns it off then on, it beeps again, then shuts off. No interruption in the patient's remodulin therapy resulted from this. Pt is being sent out a replacement pump. Dose or amount: remodulin 47/ng/kg/min. Frequency: continuous. Dates of use: from (B)(6) 2014 to current. Diagnosis or reason for use: pah.